Event description:
It was reported that a surgical revision took place to reposition a flipped pump. The revision took place on (B)(6) 2012. The patient was suspected of being a "twiddler." The pump was revised in (B)(6) 2009 and a mesh pouch was added to try and help it scar in. At the time of the report the pouch was still securely attached to the pump but was not attached to any tissue in the patient. The doctor flipped the pump over and re-sutured it down facing up. There were no patient symptoms. The pump was refilled during the case and the patient recovered without sequelae. The device system was used to deliver gablofen (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter: product ID 8 590-1, lot# n230604, implanted: (B)(6) 2009. Product type: accessory. (B)(4).